Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 345 which was reproduced. The evaluation was able to confirm the system error 345 alarm through review of the device event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345 regularly about 15 to 30 minutes into an infusion (medication, programmed amount and delivery rate unknown). Further analysis of the event history log shows multiple system error 345 alarms interrupting infusions for greater than 1 minute. Any patient injury or medical intervention is unknown.